Event description:
The customer reported a malfunction of the speaker . A speaker malfunction inop was displayed on the intellivue mp20 patient monitor and no sound was coming from the speaker. No death or patient injury or harm was reported.

Manufacturer narrative:
H6: the modality leader arranged for an IV-mp50 mechasy loudspeaker assembly (453563499111) to be sent to the customer. The repair was completed by the customer at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.